Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. During the procedure, a 3mmx32mm promus element stent was implanted in the left circumflex artery. Then a 2.75x38mm promus element¿ plus drug-eluting stent was implanted in the mid to distal left anterior descending (lad). After post-dilation was performed, an edge dissection was noted in the proximal part of the stent. A 3mmx32mm promus element stent was then deployed proximally to the previously implanted stent and overlapping it to cover the dissection. No further patient complications were reported and the patient¿s status was stable.